Event description:
Event description guidant received information that during a lead revision procedure, these 4472 atrial and 4017 right ventricular leads were surgically abandoned and replaced. The atrial lead was noted with complete conductor fracture, and the right ventricular lead exhibited low impedance measurements of 180 ohms. No adverse patient effects were reported.